Event description:
It was reported that during a right sided atrial flutter procedure when the rf energy was applied all the channels, including intracardiac recordings and body surface ecgs, were saturated with noise on the recording system. The indifferent electrode was changed but did not resolve the noise. The stockert was restarted and did not display the hardware error on bootup. The second application resulted in a hardware error 9 from the carto system approximately 40 seconds into the ablation. The customer elected to change to a non-bwi catheter and generator (chili catheter and ept generator) to complete the case without further use of carto xp system. No patient injury was reported. Multiple attempts were done to request for further confirmation whether or not the noise on the body surface egcs signals and the intracardiac (ic) signals occurred on the carto and recording systems simultaneously, however, no clarification has been provided.

Manufacturer narrative:
Evaluation summary. Additional information -- concomitant bwi products used during the procedure: stockert rf generator; model #: m-5463-01; serial #: (B)(4). Navistar thermocool catheter (device was not returned for investigation); model #: d-1197-18-s; lot #: 15528073m. (B)(4). It was reported that during a right sided atrial flutter procedure when the rf energy was applied all the channels, including intracardiac recordings and body surface ecgs, were saturated with noise on the recording system. The indifferent electrode was changed but did not resolve the noise. The stockert was restarted and did not display hardware error upon start-up. The second application resulted in a hardware error 9 from the carto system approximately 40 seconds into the ablation. The customer elected to change to a non-bwi catheter and generator (chili catheter and ept generator) to complete the case without further use of carto xp system. No patient injury was reported. The customer was contacted by biosense webster field service engineer multiple times. However, the hospital (B)(4) lab staff did not provide any response. At this point, it is indicating that the customer is declining system service. The device history review was performed. No anomalies were noted in manufacturing or service of this device.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).